Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator (ens) for urge incontinence urgency frequency evaluation. It was reported that the patient was feeling not pain but soreness. Patient stated ¿procedure was difficult because dr. Couldn¿t find the right place to put lead, almost had to use x-ray machine.¿ patient also mentioned concern over moving lead around. There were no further complications reported. The patient was still feeling stimulation. Patient was encouraged to contact physician with concerns. There were no further complications reported.